Event description:
During index procedure, the patient had one resolute integrity drug-eluting stent implanted in the lad. Approximately 8 months post index procedure, patient death occurred. It was reported that CT was conducted after the death at another hospital, and it showed pulmonary edema. The patient's death was decided as cardiac death. Investigator indicated the reported event was not related to study device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.